Event description:
Lvad [left ventricular assist device] placed [date redacted] --almost 1 year ago; on [date redacted] --this year, patient found to have right subdural hematoma with seen on CT scan.